Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Additional health effect - clinical code: - e1705.

Event description:
This is 2 of 2 reports (same patient, 2 products) linked to mfg report number: 3005920706-2026-00011. A customer reported that after an hernia surgery, her doctor gave her a medihoney tube (ID (B)(6)). She then ordered some from a pharmacy (ID (B)(6)). She used it for weeks in her stomach and umbilical area and she reported having pus and her doctor referred her to a wound specialist. She also experienced mild to moderate pain, burning sensation and itching in the area, and her doctor told her that it was taking longer to heal. No culture was taken, and she no longer uses the medicine. The patient used medical gauze and tape to keep the wound covered.